Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The sodium and potassium electrodes were replaced. Subsequently, the fse replaced the carbon bridge and ran precision studies. No further events were reported. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that erroneous electrolyte results were generated by the unicel dxc 800 synchron system. The specific number of patient events was not provided. The system was in calibration and quality controls within specification prior to the event. The results were reported out of the laboratory. Samples were retested on another system and yielded results in line with expectations. Amended results were issued. It is not known if there were any changes to the patients' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.